Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed artifact oversensing noted on stored electrograms (egm) dated approximately two months prior. The lead remains in use. No patient complications have been reported as a result of this event.